Manufacturer narrative:
Potential catalog number: mxg300271. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medex¿ kids kit¿ closed blood sampling system had broken tubing at the site of the syringe. No injury was reported. See MFR: 3012307300-2017-01157.